Event description:
Additional information was received from the manufacturer representative (rep) that indicated that the patient saw the healthcare provider (hcp) who interrogated the device. It was determined that everything was working as designed and the fall had no impact on the device. It was noted that the patient had mental issues, and since seeing the hcp has stated that the device was working. The rep felt the issue was due to mental health issues. It was indicated that the hcp did not reprogram the device, and no other action had been taken. The situation was reported as resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A family member reported that the patient had a loss of therapy and the frequency symptoms returned. The caller noted the patient has a lot of emotional issues and is on respirol. It was also noted the patient had an MRI. The caller also stated the patient had a fall and return of frequency. No trouble shooting could be performed due to lack of access to the product. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.